Event description:
It was reported that the insulin pump had an unresponsive keypad and a battery out limit. The blood glucose reading was unknown. Troubleshooting was declined. The customer does not have a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No battery out limit alarm was noted and all operating currents were within specification. The insulin pump had intermittent escape button response due to moisture damage on the keypad traces. The insulin pump had an unexpected motor noise anomaly due to a faulty motor. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.